Event description:
The customer reported a button error alarm. Troubleshooting was performed, and the buttons were not pressed for longer than three minutes. The insulin pump was not dropped or exposed to moisture. The customer was unable to clear the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and a constant tone due to a faulty component on the motherboard. Unable to confirm the button error alarm due to the frozen screen. Corroded keypad traces were also noted during visual inspection.